Event description:
The customer reported that the m1669a ECG trunk cable failed, and that no ECG signal was captured for the pt. This caused a delay in pt treatment (defibrillation).

Manufacturer narrative:
(B)(4). The customer reported that the m1669a ECG trunk cable failed, and that no ECG signal was captured for the pt. This caused a delay in pt treatment (defibrillation). This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.